Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿bg run mode¿ and ¿dosing stopped¿ after a new dexcom g7 sensor was inserted, and subsequent attempts to re-pair the cgm failed, leading to a loss of automated dosing until a fingerstick bg was entered. Symptoms included hyperglycemia with a reported peak of 260 mg/dl and elevated glucose outside of target for approximately 4¿5 hours, without dizziness, loss of consciousness, or other acute effects. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education on bg run mode, manual bg entry, checking alarm history for sensor failure, and guidance to replace the sensor if failed. Investigation of this case revealed a cgm communication or pairing failure that interrupted automated insulin dosing, with the ilet functioning in bg run mode as designed until cgm data were restored. It was concluded, based on previously established findings for similar reports, that the cause was a cgm pairing or connectivity issue.